Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received user facility report stating: wires from instrument came out in grasper portion. A new instrument was used to complete the case. Field a2 and a3a were updated based on the additional information received. Related report number 1 (h10 was updated to: (B)(4).

Event description:
Refer to h11 for follow-up information.